Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date was not available at the time this medwatch was filed.

Event description:
Thread breakage. Ipp dislocation of the right thumb, breaking of the volar plate that needed suture anchors. Use of a first anchor to the gentle traction and the wire unraveled and broke immediately. Then use a 2nd anchor batch and same issue. Obligation to stabilize the volar plate of the finger concerned. The anchors were left in the bone as they are ineradicable without major bone damage,realisation of trans osseous stitches. The following additional information was received via e-mail from the affiliate on 12-4-2015: what did the surgeon do to complete the procedure? Stabilization of the volar plate of the finger concerned, realization of transosseous stitches. Was the procedure delayed/extended more than 30 mins. Due to the failed device? No, delay of 10 minutes. See associated medwatch # 1221934-2016-10012.

Manufacturer narrative:
Two inserters and a drill bit were returned for evaluation. A visual inspection was performed. The drill bit appears to be in ready to use condition. Both inserters do not appear to be damaged and show signs of anchor deployment, both anchors were reportedly left in the patient. One of the inserters has suture inside the handle without a needle. The suture ends appear to be broken and frayed. The second inserter has the needles inside the handle and suture extending out of the handle which is broken and severely frayed and unraveled. This complaint is confirmed. The sutures returned are not long enough to perform a pull test for strength. Batch record reviews for each of the two reported complaint device lots have been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that both of these batches of product were processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for each of these two lots of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible root cause could be the sutures were damaged by another instrument being used in the procedure which then resulted in the sutures breaking. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: ((B)(4).